Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not reproduce any issue with universal surgical manipulator (usm) 4. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted internal mammary artery harvest - single (midcab) surgical procedure, universal surgical manipulator (usm) 4 was not moving correctly. The customer clutched the usm arm, and it appeared to move with no issues. The procedure was completed with no reported injury.